Event description:
Report states the, "set had become disconnected at the junction by the clear link valve halfway down the set." Event occurred during patient use. There was no patient injury or medical intervention.

Manufacturer narrative:
This product is "for export use only" and is not manufactured or distributed in the united states. This report is being submitted due to the product being "same as or similar" to product distributed in the united states.the manufacturing facility has received the reported sample. A follow-up report will be submitted upon completion of the evaluation.